Event description:
"While a paracentesis was being performed on a patient using the carefusion safe-t-centesis kit, it was noted that the extension set included in the kit did not have the plastic vacuum bottle spike needed to connect to the glass container. For this reason, another kit had to be opened and thankfully had the necessary spike. The spike however was not attached to the tubing like it has always been. Lot # 0001564455, exp date: 2026-08-31, lidocaine vendor lot hp919.